Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2018. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: (B)(4). Model: sc-2408-74. Serial: (B)(4). Batch: 20538507.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration which was confirmed through fluoroscopy. It was also noticed that there was coiling of the lead. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted linear leads were discarded.